Event description:
It was reported that on (B)(6) 2025, a 20mm amplatzer amulet was implanted using a 14f amplatzer torqvue sheath . The transseptal puncture was performed at an inferior mid location. Following the procedure, a pericardial effusion was observed, noted post-procedurally when the device was deployed and the patient was still on the table. The patient subsequently experienced cardiac tamponade. The transeptal system and wire were in the left atrial appendage (laa), with repeated wire manipulations in the appendage before moving to the upper pulmonary vein. The left atrial pressure at the time of the procedure was greater than 12mmhg. A wire was placed in the laa during transeptal access, with multiple wire manipulations as the physician attempted to enter the vein. The patient was stabilized and transferred out of the operating room. No additional information was provided.

Manufacturer narrative:
An event of pericardial effusion and cardiac tamponade was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported pericardial effusion and cardiac tamponade could not be determined. A serious injury/impairment was a result of case specific circumstances. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 20mm amplatzer amulet was implanted using an unknown delivery system. Following the procedure, a pericardial effusion was observed, after which the patient experienced cardiac tamponade. The patient was subsequently stabilized and transferred out of the operating room. No additional information was provided.